Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, the surgeon tried to fire the device, however could not squeeze the handle. Replaced by a new cartridge, the firing was completed with no problem. The surgical time was extended by less than 30 min. The status of the patient is no problem.